Manufacturer narrative:
Dates of death, event, and implant: estimated dates. As this is from a literature review, the device will not be returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional adverse patient effects and device malfunction referenced are being filed under separate medwatch reports.

Event description:
This is filed to report death. It was reported through a research article identifying mitraclip devices that may be related to the following: single leaflet device attachment/slda, difficult to deploy, recurrent mitral regurgitation, mitral stenosis, myocardial infarction, tissue damage, cardiac tamponade, heart failure, hemorrhage, stroke,ventricular tachycardia, medical intervention, surgical intervention, prolonged hospitalization and death. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "left ventricular end-systolic dimension and outcome in patients with heart failure undergoing percutaneous mitraclip valve repair for secondary mitral regurgitation." No additional information was provided.

Manufacturer narrative:
B2, b3, d6 - estimated dates. The UDI is unknown as the part and lot number were not provided. The device was not returned for analysis and a review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. Based upon the information reviewed, the mitraclip device likely contributed to the patient effect of death, however it could not be determined. The reported patient effects of death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).